Event description:
It was reported that the cd small aseptic batteries are heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
It was visually confirmed that the cells were affected by corrosion. This would cause the reported event. It is possible based on age and usage that cleaning may have contributed to the failure. The battery was placed in parts retention.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the cd small aseptic batteries are heating up during inspection at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.